Event description:
The customer reported that his blood glucose went down to 43 mg/dl, which he treated with raisins and a banana. The customer also received sensor error, calibration error, and change sensor alerts. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed testing. One of the three sensors had a retracted cannula inside the sensor base. The two remaining sensors performed bicarbonate buffer test properly. One of two sensors failed with low readings, and one remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.